Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: one (1) sample was returned by the customer for investigation. The sample was attached to a syringe filled with an unknown liquid. As the liquid was not identified no sample analysis was performed as it could not be determined how to handle the liquid properly. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Rationale: bd was not able to pass analyze the returned sample. Additionally as the customer did not report the batch number or the number of occurrences it cannot be determined if the acceptable quality limit (aql) of ¿clogged cannula = 0.10% aql¿ for the batch would be exceeded or not. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of needle 26x3/8 ib experienced the needle being clogged/blocked. The following information was provided by the initial reporter: material no. 305110, batch no. Unknown (provided m246350). This report represents all available product information. No additional information is available. Description of issue: customer reported physical damage to the plunger of her syringe barrel. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8222927 (from syringe pouch). For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No, customer did not attempt to use syringe because of the physical damage observed. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Customer was able to fill her cartridge with a different syringe successfully. Spoke with customer who stated she was also having issues with her needles being clogged/blocked. She can draw up insulin but when she tries to fill the cartridge she is not able to. She also mentioned the syringe may be sticking and unable to move the plunger. She was told to change the needle and the issue was resolved. Needle ref 305110 and batch number m246350. Syringe ref 309657 lot unknown. Samples are available. The date of event was unknown.